Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Batch # unk. No lot or batch number was provided therefore a device history could not be done. Additional information received: per the sales rep, this was a difficult procedure for the surgeon because the patient had chronic kidney infections and there was a lot of scar tissue and fibrosis surrounding the kidney that had to be dissected away. The surgeon was using an ats45 at the beginning of the case, but could not use it for the firing at the hilum. The surgeon requested an echelon 60mm device, which was not available, so a 45mm echelon was used. The rep thinks this structure was larger and the echelon was requested for the large jaws. The rep thinks the bundle may have been too thick for a white cartridge, and the staples were not able to form. However, the surgeon reported there were no staples at all in the tissue, yet the cartridge was inspected and the blue drivers could be seen and it did not have any staples in it. The rep also suggested the renal vein may have been torn when the device was difficult to open. Additionally, after the issue occurred, the device was reloaded with a new cartridge and fired at the back table and it fired fine. Per the sales rep, the surgeon and scrub tech do not know how many strokes were fired. The sales rep reports he asked numerous clarifying questions and no other information on the case is available.

Event description:
It was reported that during an open nephrectomy procedure, the first firing of the device with a white reload the surgeon went to fire at the hilum of the kidney. The device did not fire all the way and was difficult to open. It is not known how many strokes of the firing sequence were fired, then it would not open. After several attempts to open the jaws, the surgeon managed to release the device from the renal vein and saw that the device cut but did not staple. There were no staples seen in the tissue. In the process of trying to open the device, the inferior vena cava was nicked. Pressure was used to control bleeding and an additional surgeon was called into the case to repair the vena cava using suture. Suture was used to ligate the renal vein as well, and the procedure was completed without injury to the patient. No additional devices were pulled, as this was the final firing to free the kidney. A device of a different product code was used at the beginning of the procedure with no issues. The complaint device was used for the final firing at the hilum. The total blood loss was 300 milliliters. The patient did not require any blood products or transfusion. The patient is reportedly doing well.